Event description:
The stent did not cross the target lesion. While removing the stent from the patient, it got stuck in the guiding catheter. There was no patient injury. No additional information was given.

Manufacturer narrative:
During attempts to treat an unknown lesion in an unidentified patient, the cypher stent delivery system (sds) was unable to be placed at the target site. During removal of the sds the "stent" became stuck in the guiding catheter. There was no injury to the patient. Manufacturing records for lot a0606199 were reviewed and results indicate that product met quality requirements for product acceptance. Additional information was requested but was not forthcoming. The report suggests a withdraw difficulty, but it is unclear if any stent dislodgment occurred. In addition, the product was not returned for evaluation. Based on the limited information, it is not possible to determine the exact cause of the reported event or any factors that may have contributed to the event.